Manufacturer narrative:
The sales representative was present at the time of revision (B)(6) 2011, but notification of the event came to manufacturer (B)(6) 2011.

Event description:
Revision surgery performed due to pain, elevated cocr levels and potential alval.